Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the nicu, the bed was noted to be wet and a filter leaked. The filter appeared to have fluid leaking from the "disc" area. There was no report of patient harm.